Event description:
It was reported that sterile water did not return from the foley catheter, so its use was refrained. Per follow up information received via ibc on 15may2025, stated that the patient was involved and no serious injury. Per investigator's notification received on 29dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo showcase an overview of an all-silicone foley catheter. Visual: received one (1) all-silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjx3583. Visual inspection noted the catheter balloon was asymmetrical (80:20). Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not return from the foley catheter, so its use was refrained. Per follow up information received via ibc on 15may2025, stated that the patient was involved and no serious injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.